Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. There were some unsensed noise when patient was pushing hands together. Device reprogramming was advised. Subsequently, this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.